Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet avx catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. Functional testing was competed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed as designed. The device was run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. No failures or error codes were noticed during the testing. No leaks were noticed during testing. The angiojet device is iso-volumetric which means it infuses fluid and aspirates fluid at the same rate. Aspiration testing was performed by filling a 100cc beaker with water. The devices tip was submerged in the fluid and run for a period of 1 minute. The water level at the end of testing was 92cc which shows the device was aspirating as designed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that a loss of aspiration occurred. Two angiojet avx catheters were selected for treatment. However, after connecting the device to the angiojet thrombectomy machine, each angiojet avx catheter malfunctioned and did not properly aspirate. No known patient complications were reported.

Event description:
It was reported that a loss of aspiration occurred. Two angiojet avx catheters were selected for treatment. However, after connecting the device to the angiojet thrombectomy machine, each angiojet avx catheter malfunctioned and did not properly aspirate. No known patient complications were reported.